Event description:
It was reported that this right ventricular (rv) lead exhibited low r wave amplitude and loss of capture. This lead remains in service. No adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead exhibited loss of capture at max output. This lead was attempted to be revised however access was not possible. Two defibrillation threshold (dft) test were performed, and lead was sensing appropriately. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to section h, fields h6: patient codes and h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r wave amplitude and loss of capture. This lead remains in service. No adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead exhibited loss of capture at max output. This lead was attempted to be revised however access was not possible. Two defibrillation threshold (dft) test were performed, and lead was sensing appropriately. This rv lead remains in service. No additional adverse patient effects were reported.